Manufacturer narrative:
Investigation summary : bd had not received samples or photos for investigation. Therefore, 36 retention samples from bd inventory underwent visual inspection. No defects were identified, and all results were within acceptable limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® blood transfer device, fiber-like foreign matter was found to be enclosed in the sealer portion of the product. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® blood transfer device, fiber-like foreign matter was found to be enclosed in the sealer portion of the product. No adverse impact was reported regarding the patient or user.